Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege the following: patient discovered for the first time, in (B)(6) 2010, that his blood contained elevated levels of cobalt, proximately caused by his depuy s-rom hip system in his right hip. Patient requires medical monitoring. He will require future blood tests, periodic exams, x-rays, CT scans, mris and other tests, studies, procedures and medical services. Further, he may require revision surgery to explant and replace his depuy s-rom hip system. The expense of medical monitoring, surveillance and future medical treatment results from manifest physical injuries: the patient has metals in his bloodstream, is experiencing hip and groin pain, and suffers from other injuries and ill health effects. The patient requests that depuy pay for medical monitoring expenses, as it is doing with asr users. Doi: (B)(6) 2007 - dor: no revision reported at this time. (Right side). Update: 10/31/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A review of the device history records for the 2313544 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection, metal wear and metallosis.

Event description:
Litigation papers allege the following: pt discovered for the first time, in (B)(6) 2010, that his blood contained elevated levels of cobalt, proximately caused by his depuy s-rom hip system in his right hip. Pt requires medical monitoring. He will require future blood tests, periodic exams, x-rays, CT scans, mris and other tests, studies, procedures and medical services. Further, he may require revision surgery to explant and replace his depuy s-rom hip system. The expense of medical monitoring, surveillance and future medical treatment results from manifest physical injuries: the pt has metals in his bloodstream, is experiencing hip and groin pain, and suffers from other injuries and ill health effects. The pt requests that depuy pay for medical monitoring expense, as it is doing with asr users.